Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n330389, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v044062, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v043903, implanted:(B)(6) 2007, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 64002, lot# n542588, implanted: (B)(6) 2015, product type: adapter. (B)(4).

Event description:
A manufacturing representative reported the patient was shocked by an electric fence and they had a return of symptoms "over the weekend." The manufacturing representative planned to meet with the patient to interrogate the implantable neurostimulator (ins). The ins was still on when interrogated. An MRI was done and there was no indication of stroke. The manufacturing representative stated the patient had a history of drug abuse so the patient's father questioned if the patient was shocked since no one saw it happened. The patient had also been in and out of rehabilitation for the past year. The patient's indication for use is dystonia and movement disorders.